Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Di not available as product was manufactured on or before september 23, 2014

Event description:
It was reported that the patient presented via remote transmission. Upon review, the patient's right atrial lead exhibited low and out of range impedance. At a later date, the lead's impedance was back in range during another remote transmission. The patient recalled that their lead had been previously repaired for some issue.